Event description:
It was reported to philips that heartstart xl defibrillator delivered two synchronized shocks, then it would not deliver a third. There was no negative patient impact. The user switched to another defibrillator which worked.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.